Manufacturer narrative:
Concomitant product: d314drg, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that there was noise on the right ventricular (rv) lead during patient movement due to programming of the can to the rv coil. It was also noted that there was t-wave oversensing (twos) on stored episodes. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.